Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence/urgency frequency. Patient stated his leads either moved or came out. He spoke with his clinician and they told him this may happen. Patient was advised to contact the clinician. Patient stated lead had come out and was told to shut device off. Patient has appointment with clinician on (B)(6) 2018 to have therapy removed. No further complications were reported.